Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected failed battery test alarm was noted. The insulin pump was received with minor scratches to the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
The customer's mother reported that the insulin pump alarmed failed battery test. Customer stated that she changed new batteries and still got failed battery. Troubleshooting was done. Customer's blood glucose was 211 mg/dl. Customer still got failed battery test during the troubleshooting. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.